Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was not returned for investigation. In the absence of the product, the device history records were reviewed. There was nothing out of the ordinary found during the documentation review of this lot. During the manufacturing process the production machine manufactures 10 patties and puts them in a stack. The operator then removes the 10 patties, inspects them, and wraps them on the card. In the event that a reject pattie is found, it is removed and replaced by an acceptable pattie. The most probable cause for the problem reported is that during the manual replacement of a reject pattie, the operator inadvertently placed two patties back on the card. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
Rep reported 11 patties in the pack instead of 10. Product did not make it to a procedure as it was noticed before hand. No delay in surgery. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
Rep reported 11 patties in the pack instead of 10. Product did not make it to a procedure as it was noticed before hand. No delay in surgery.